Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events could not be conclusively determined through this evaluation. The account communicated that they were unable to provide further information about the reported events. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient with cardiogenic shock and dilated cardiomyopathy (dcm) was implanted with heartmate 3 as destination therapy (dt). During implant, the pump parameters were withing normal values indicating that the device was operating as intended. The patient experienced mildly elevated pulmonary artery pressures, high central venous pressure, and hematocrit of 27%. There was no clinical diagnosis of right ventricular failure.